Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06-jul-2018 with the following findings: on investigation, the pump powered on with functioning audio tone and vibration as evidence that the pump had power; however, the display screen remained blank due to interior component damage and subsequent failure. Two electronically erasable programmable read only memory components were found to be cracked. Investigation did not duplicate the alleged ¿no power¿ issue.